Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Use residues were observed throughout the sample. Curved shape memory was observed throughout the sample. A partially circumferential split was observed between the 6cm and 7cm depth markings. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The fracture features and preferential kinking were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking cause a fracture to gradually forma and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that as the nurse went to draw back blood and then flushed the line the nurse notes leaking. The team realized there was hole in the PICC and it couldn't be used. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2177 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that as the nurse went to draw back blood and then flushed the line the nurse notes leaking. The team realized there was hole in the PICC and it couldn't be used. No other information was provided.